Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was hospitalized due to high blood glucose. The customer stated that she was admitted as an inpatient for medical treatment. The customer also reported that the reservoir compartment was damaged. The customer's blood glucose was 21 mg/dl at the time of the incident. The customer's blood glucose was 106 mg/dl at the time of call. The customer stated that they gave her IV of sugar water. The customer stated that the reservoir compartment had a crack due to the paramedic pulled the reservoir out of the insulin during the hospitalization event. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The insulin pump had cracked case at the display window corners, cracked display window, partially broken reservoir tube lip, missing the reservoir tube lip o ring, minor scratched lcd window and stained end cap sticker.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation. Section h6 has updated device evaluation codes. Unable to perform the displacement accuracy test due to completely broken off reservoir tube lip.